Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, serial: n/a, batch: 25949811.

Event description:
It was reported that the patients spinal cord stimulation lead exhibited high impedances. The patient underwent a lead revision procedure where the lead and clik anchor were replaced.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-lead fixation. Upn: m365sc43180, model: sc-4318, serial: n/a, batch: 25949811. The returned clik x anchor was inspected, revealed no anomalies and exhibited normal device characteristics. The returned lead was analyzed and the event was confirmed. The analysis revealed that all cables were completely broken at the kinked location of the lead. The kinked location is 2 cm from the set screw mark of the clik x anchor. There are no exposed cables at the fracture location. The lead became kinked after it exits the clik x anchor resulting in the reported event. It appears that the lead was exposed to excessive mechanical force or movement causing the cable fractures right at the anchor point. Additionally, visual inspection revealed that the lead body was cleanly cut. The cut damage is a result of a typical explant procedure. The proximal end portion of the lead was not returned.

Event description:
It was reported that the patients spinal cord stimulation lead exhibited high impedances. The patient underwent a lead revision procedure where the lead and clik anchor were replaced. Additional information was received that the patient experienced a loss of stimulation.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, serial: n/a, batch: 25949811.

Event description:
It was reported that the patients spinal cord stimulation lead exhibited high impedances. The patient underwent a lead revision procedure where the lead and clik anchor were replaced. Additional information was received that the patient experienced a loss of stimulation.